Manufacturer narrative:
Investigation results will be provided/updated in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01470, related manufacturer reference number: 2017865-2020-01471. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.